Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status) has confirmed that the black pulse wire was broken in the trunk cable. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a can connection messages.